Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): device not received, no evaluation is possible.

Event description:
It was reported that during the implant procedure, prior to implant, the battery voltage was noted at 2.59 volts. The device was not implanted. No patient complications have been reported as a result of this event.